Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable low elecsys estradiol iii assay (estradiol) results for multiple patients tested on a cobas 6000 e 601 module that were tested over a couple day period. The customer provided the data for 4 patient samples of which all were a reportable malfunction. Patient 1 initial estradiol result was 7.01 pg/ml. The estradiol result from another cobas e601 was 34 pg/ml. Patient 2 initial estradiol result was 14.7 pg/ml. The estradiol result from another cobas e601 was 35 pg/ml. Patient 3 initial estradiol result was 24.47 pg/ml. The estradiol result from another cobas e601 was 44 pg/ml. Patient 4 initial estradiol result was 37.98 pg/ml. The estradiol result from another cobas e601 was 54 pg/ml. The customer mentioned that on the day of event that they got a patient result that looked unusually low compared to previous results and when repeated on another cobas e601 the estradiol result was much higher. Specific data or if this patient mentioned correlates to any of the 4 patient results provided above was not specified. The results from the other cobas e601 were deemed to be correct. The erroneous results were not released outside of the laboratory. There was no adverse event. The estradiol reagent lot was 25257803 with an expiration date of 31-jul-2018. The field engineering specialist was not able to find a root cause. He performed performance and precision testing which passed. The customer performed a lot calibration with a new pack of reagent and new calibrators. The customer performed qc testing with acceptable results. Following the field engineering specialist visit the customer ran estradiol testing on both the original analyzer and the other analyzer and the results matched well. It was requested but the customer did not provide the specific data. The customer stated that there have been no discrepant estradiol results since the field engineering specialist service visit. The issue appears to have been resolved, but the investigation was unable to find a definitive root cause.